Event description:
It was reported that a patient presented in clinic with a device that was double-counting r-waves on the ventricular lead. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.